Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Healthcare professionals reported "rupture" with a tissue expander for an unspecified side. It is unknown if expansion was completed. The device status remains unknown.